Event description:
Same case as 2134265-2014-06225 and 2134265-2014-06273. It was reported that automatic pullback occurred. During a procedure, this device was used to diagnose an unknown lesion. However, there was a problem with automatic pullback. The motordirve will not pullback with a normal lcd display. The procedure was completed with a different device. No patient complications reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed that the unit meets specifications for mdu-5 qc functional test. In addition, the unit successfully underwent a continuous burn-in for 6 hrs. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-06225 and 2134265-2014-06273. It was reported that automatic pullback occurred. During a procedure, this device was used to diagnose an unknown lesion. However there was a problem with automatic pullback. The motordirve will not pullback with a normal lcd display. The procedure was completed with a different device. No patient complications reported and the patient's condition is stable.